Event description:
It was reported that during a coil embolization procedure of an ovarian vein, the subject device (coil) deployed within the microcatheter. The subject device was partially in the target site and microcatheter when it deployed. A snare was used to retrieve the subject device from the pt. The procedure was completed, as this was the last coil to be placed. There were no pt complications and the "pt condition is good."

Manufacturer narrative:
The subject device will not be returned because it was disposed of. A device history record (DHR) review, similar complaints review and labeling review were completed as part of the investigation. The DHR review found no issues or discrepancies, confirming that this device met all required specs. The similar complaints review revealed that no other complaints associated with this batch were found. While similar complaints were found in a review across the prod family, a review of the trends and numbers do not currently indicate an adverse trend. The labeling review confirmed that the risk of the reported event is contained in the device directions for use (dfu). Per the dfu: "ensure that the introducer sheath remains firmly seated in the microcatheter hub to prevent premature deployment." As well, per the dfu: "do not advance the delivery wire further until ready to release the coil to prevent premature deployment." Finally, per the dfu: "excessive rotation of the delivery wire may damage the interlock coil and may result in premature detachment of the interlocking arms within the microcatheter. Based on the info known at this time, boston scientific has determined that user error most likely contributed to the reported issue. Per the dfu: "in order to achieve excellent performance of the interlock fibered idc occlusion sys and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flus solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." F/u responses from the user facility stated that this was not performed. It is probable that the lack of continuous flush contributed to the difficulty in maneuvering the subject device, resulting in the reported device issue.